Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that buttons were not responding. Customer's blood glucose was 136 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.